Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not communicating with the system monitor was confirmed evaluation of the returned heartmate ii system controller (serial number: (B)(6). The controller did not pass the preliminary test due to the controller not being able to communicate with the system monitor. The controller¿s white power cable was manipulated during testing with no effect. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The white power cable was opened and inspection of the underlying wires revealed that the wires associated with the communication line were broken; this prevented the controller from communicating with the system monitor. The log file downloaded from the returned controller contained approximately 4 days of data (09oct2022 ¿ 13oct2022 per the timestamp). The driveline was disconnected on 13oct2022 at 11:19:32 to exchange the controller. The log file did not capture any notable events that were associated with the reported event. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be the wires associated with the communication function of the controller being broken; however, the cause of the wires being broken could not be determined. The device history records were reviewed, and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log files could not be interrogated due to the data cable not transferring data to the system monitor. The controller was exchanged, and the issue resolved. The patient was doing well following the exchange.